Event description:
The customer reported that there is a leakage at the seal between the balloon and the cannula. The information provided suggest that a replacement tube was required. Covidien has attempted to gather further details surrounding the circumstances of this report, without success.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.